Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while the mobile power unit (mpu) was confirmed via the provided log file. The log file contained data spanning approximately 3 days (19jun2023 ¿ 22jun2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 21jun2023 while the mpu was in use; the alarm appeared to have been caused by a loss of ac power, as the relative state of charge (rsoc) in both power cables steadily decreased leading up to the alarm. The patient briefly connected to one battery resolving the alarm, then continued to disconnect the one battery reactivating the alarms as power had not been restored to the mpu. The no external power alarms resolved when the patient connected to and remained connected to a fully charged battery and power was restored to the mpu. There were no other atypical alarm observed in the log file. The mpu (serial number unknown) was not returned for analysis. Provided information indicated that the initial no external power alarm occurred when the patient accidentally pulled the mpu power cord out of the wall outlet while walking around with the mpu. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power and power cable disconnect conditions. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number of the mpu was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had one power cable connected to the mobile power unit (mpu) and one power cable connected to a battery. The mpu was unplugged from the wall and the ventricular assist device was alarming. This reportedly occured because the patient was confused and unplugged the mpu by walking away which caused it to pull out of the wall. A review of the log file revealed 12 emergency backup battery (ebb) uses from (B)(6) 2023 to (B)(6) 2023. The event log file had a no external power event recorded on (B)(6) 2023 at 1103 while connected to mpu power. The emergency backup battery was used to support the system during these events. Motor function was not affected by these events. The data indicates that the patient connected and disconnected the white power lead to battery power three times. Each time the battery was disconnected, the ebb was used. There were several more power lead connections to and from battery power and mpu power made after. The data indicated that a secure ac power connection to the mpu was made on (B)(6)2023 at 1218.